Manufacturer narrative:
The specimen was collected in a 4 ml bd vacutainer, stored at room temperature, and processed within one (1) hour of collection. Controls were run before the event and results were within qc specifications. The controls were not repeated after the event because bubbles were observed in the rbc dispenser. A field service engineer (fse) was dispatched on (B)(6) 2011 and replaced rbc diluent dispenser. Instrument operation was verified per established procedures. Root cause is attributed to the rbc diluent dispenser.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the coulter lh 780 hematology analyzer generated high red blood count (rbc), hematocrit (hct), platelet (plt) and low hemoglobin (hgb), mean cell hemoglobin (mch), mean cell hemoglobin concentration (mchc) results for one (1) patient specimen obtained from the emergency room. No instrument generated flags were provided. The erroneous results were reported out of the laboratory. The customer suspected that the results were erroneous after noticing bubbles in the rbc diluent dispenser. As a consequence, the specimen was repeated on an alternate instrument and lower rbc, hct, plt and higher hgb, mch, mchc results were obtained. Corrected reports were issued. The results provided by the customer are shown. There were no reports of death, injury, or affect to patient as the correct and incorrect results were within normal range. Per customer, no other patient results were affected in association with this event.